Event description:
The reporter stated that the unit is not dosing correctly and the slide clamp is hard to move. The reporter further stated that the unit took 2 hours to deliver a medicine that should have taken 1/2 hour. The medication was believed to be an antibiotic (ampicillin or gentaymycin). There was no pt injury or treatment associated with this event.